Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The patient reported that after synchronizing their patient programmer with their right ins on 2018-01-31, they felt a little jolt on their right side. The patient reported feeling a tingle in their right foot. The patient reported that they were okay. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the patient reporting that they did not experience the previously reported symptoms. Due to the conflicting information, it is unclear if the patient experienced the symptoms or not. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they were in contact with an employee sometime last year and they inquired about how to use the "controller device." The patient reported that they didn't have any problems with it and stated it had simply been quite a while since they had used it. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the patient reporting that the purpose of their call was to get info on the "controller" as they had not used it for quite a while, and that it would be inaccurate to describe receiving a "jolt" from the device. The patient reported finding the directions in the manual hard to understand; however, the initial call indicated that troubleshooting resolved the patient's issues with the patient programmer. No further patient complications have been reported as a result of this event.